Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient experienced pi events, fluctuating speeds, and intermittent increases in power. Pump thrombus was suspected. The patient expired.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.